Manufacturer narrative:
The insulin pump was monitored in 50c oven for several days and no blank display noted. The pump was received with normal operating currents. However, moisture damage was found on lcd board. The pump was received with scratched/worn lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was 24 mmol/l. The customer stated that they removed the battery for 10 minutes and 2 hours, there was no result. The customer used proper batteries to clean battery cap.